Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had serum buildup over the catheter and pump site secondary to malnutrition and loose skin. The catheter was subsequently replaced, and the pump pocket was revised due to pump migration within the pump pocket during a revision surgery on (B)(6) 2017. The serum in the pump pocket was drained.

Manufacturer narrative:
(B)(4)

Event description:
A health care professional reported that the patient has chronic issues with malnutrition and dehydration which results in recurrent falls and loose skin related to weight loss. Patient was implanted with a dacron pouch on (B)(6) 2017 and experienced a fall the following day. Patient experienced increased pain. Patient later developed a large seroma, which was aspirated on (B)(6) 2017.